Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented via merlin@home transmission showing non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing on the ventricular channel. Programming changes were discussed. Patient was asymptomatic and will continue to be monitored.